Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient`s representative that they are seeing "signs of infection". The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.